Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). Investigation - evaluation a review of the complaint history, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported one sheath and dilator was returned to assist in the investigation. Inspection revealed the flare was of adequate size. The flare was slightly deformed on one side. This indicates the flare was securely caught between the cap and adaptor assembly. The cap and adaptor assembly was screwed together with the cap and adapter being flush with each other. No noticeable damage was found on the sheath length. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, and the results of our investigation, it is feasible to suggest the device met resistance beyond its intended design. However, definitive root cause could not be determined.

Event description:
It was reported by the user facility that a patient underwent a pta procedure using a flexor raabe guiding sheath. The attending physician indicated that the sheath separated from the valve -prior to patient contact. No further information was provided.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record and a photographic inspection of the returned device were conducted as part of an additional investigation of the complaint device. The returned complaint device was destroyed after completion of the initial investigation, in accordance with the disposition procedure for the device. Photos of the returned complaint device were later examined as part of further investigation into the reported incident. The inspection showed that the dilator is inserted into the sheath of the device, and the flare of the sheath tubing has pulled through the cap, and separated from the check flo valve assembly. There is no evidence of blood or biomaterial on the device, which supports the customer statement that the separation was noted prior to patient contact. The original visual inspection is consistent with the photographic evidence reviewed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was (B)(4) other reported complaint for this lot number, with an unrelated failure mode. Based on the information provided, the examination of the returned product, and the results of our additional investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been previously conducted to address this failure mode. Per the quality engineering risk assessment, no further action is required.